Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. Correction to b5, b6-b7, d10 (update to n/a), f10/h6: health effect - impact codes (replace code), f10/h6: component codes (replace g04078 with g04135). B5: update to "there was no report of patient injury or medical intervention associated with this event." To "there was no patient involvement." H11: the actual device and photographs were received for evaluation. Visual inspection of the photographs and actual sample identified the tubing was separated from the first y-site clearlink in the downstream part. The reported condition was verified. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the tubing had a faint solvent mark which suggested potentially insufficient solvent application for proper bonding. The cause of the issue was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp continu-flo solution set detached at the clearlink luer. At the time of the event, a "huge puddle" and part of the IV set were found on the floor. The IV set was not connected to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.